Event description:
It was reported that the external pulse generator (epg) had broken casing and pin connection assembly damage. The epg has been returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event for broken casing, however it was confirmed that the atrial output connector was broken. It was also noted that the upper case was dented affecting keyboard fit, the ring and ring cover were missing and the keyboard was scratched. (B)(4).